Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient had peritonitis. Upon follow up, the pdrn confirmed that the patient presented to the outpatient clinic on (B)(6) 2020 with complaints of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures were taken on (B)(6) 2020 presented no growth, yet further cultures taken on (B)(6) 2020 resulted in coagulase-negative staphylococcus and a white blood cell (wbc) count revealed increased wbc¿s. The exact count of wbc¿s was not provided. The patient was diagnosed with peritonitis. It was suspected the cause was due to multiple factors including a fluid leak, constipation, and/or nonadherence to aseptic technique as the patient typically had a pet (dog) present during ccpd on the liberty select cycler. The patient was prescribed intraperitoneal (ip) vancomycin at 1750mg initially, with an additional dose every five days titrated to systemic vancomycin levels for three weeks. Additionally, the patient was prescribed ip ceftazidime at 2000ml every day for 14 days. It was reported the patient is recovering from this event and continues with ccpd therapy on the liberty select cycler without further incident. The patient¿s past medical history includes end-stage renal disease and diabetes mellitus type 2. Additional information was requested regarding the liberty cycler set availability and the cycler pickup, however; to date has not been provided. Clinical investigation: a temporal relationship exists between continuous cycling peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, liberty select set, and the adverse event of peritonitis, characterized by the presence of abdominal pain and cloudy effluent fluid. It is well established for those patients undergoing pd therapy are at high risk for infections of the peritoneum. The cause of peritonitis can be attributed to an episode of touch contamination due to nonadherence of aseptic technique during ccpd therapy. This is evidenced by the peritoneal dialysis registered nurse observation of noncompliance to aseptic technique by the patient in the home setting. This assessment is further supported by the presence of a gram-positive bacterium that is a well-known contributor to peritoneal dialysis-related peritonitis due to touch contamination. Based on the available information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events.